Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that it's been months since they couldn't increase their stimulation and they couldn't get the device to work. Pt stated they used to get stimulation on group a but now they weren't getting any pain relief and wasn't strong as it used to be and now their back and legs were hurting. Pt stated group a was not allowing them to increase the intensity. Pt mentioned they already tried to switch groups, but group b barely does anything and group c was nothing. Agent reviewed the role of rep, provided nas phone number, and redirected to manufacturer representative (rep) and their doctor (hcp) to further address the issue. Additional information was received from the patient (pt) stating they have not used their device since an accident where a truck ran over the patient's leg, reiterating that it 'doesn't work,' and they are still always in pain. They stated their back hurts so much even after trying all of their available settings. They are requesting reprogramming. It was reported that they have an upcoming appointment with a manufacturer representative (rep). Additional information was received from a representative. They stated that the issue was resolved, as there was one electrode that was "avoid" stimulation. They were able to reprogram around with excellent coverage. The patient was elated and was told to call for any other issues. No significant falls were noted.